Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. During the procedure, the hemostasis valve of the was was unable to be fully tightened and blood loss occurred. The procedure was completed using this was. No patient complications were reported.